Event description:
The patient advised that their livongo blood glucose meter was providing readings ranging cfrom 150-170, while they were experiencing symptoms of vomiting and high blood sugar. The patient sought medical attention at an emergency room, and received a reading of 550 from the hospital, compared to a reading of 150 from the livongo meter taken an hour apart. The patient was admitted into the ICU and spent a week in the hospital. The patient confirmed while they were jn the ICU they were put on an insulin drip, bicarbonate drip and 3 different antibiotics.

Manufacturer narrative:
The patient was sent a replacement device, and the device associated with this filing was requested back for functional testing. The device has not yet been returned. Should the device be returned at a later date, a supplemental report will be filed.